Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer age and weight is unknown.

Event description:
At 5:37 a.m., the customer obtained a blood glucose reading of 446 mg/dl on a contour next ez meter. Based on the high reading, the customer changed her insulin intake from 1 unit per 7 carbohydrates to 10 units per 7 carbohydrates. The customer felt dizzy and almost passed out. At 7:15 a.m., the customer performed retesting and obtained a blood glucose reading of 24 mg/dl. The customer took 8 glucose tablets and after 4 hours, she was feeling normal. The customer does not have the test strips to return for evaluation. Replacement meter and control solution were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.